Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision that the patient's right hip was revised. A 22.2 +3 lfit v40 head was implanted.